Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd nexiva¿ closed IV catheter system - dual port 22 ga had its needle stuck at the hub. The following information was provided by the initial reporter: "needle from nexiva stuck".

Event description:
It was reported bd nexiva¿ closed IV catheter system - dual port 22 ga had its needle stuck at the hub. The following information was provided by the initial reporter: "needle from nexiva stuck."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 26-apr-2022. H6: investigation summary: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one retracted non-decoupled nexiva unit with its original top web. In addition, one photograph was also received. Upon inspection of the received unit and the photo, it was identified that the needle is fully retracted, and the v-clip has fully disengaged. It was also observed that adhesive residue is present on the outside of the tip shield. Further inspection identified that the winged adapter is rigid within the tip shield which is indicative of adhesive between the two components. They were able to be separated with excessive force confirming the presence of adhesive. The reported issue was confirmed as the device failed to decouple. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the adhesive dispense station. Adhesive build up or a defective valve may result in excess adhesive getting on the tip shield or winged adapter. Operators perform in process sampling for retraction and adhesive issues per the sampling plan. Adhesive dispensers are also challenged and inspected per the quality plan. Preventative maintenance (pm¿s) is also performed to check and ensure proper function of the adhesive valves. Pm¿s were reviewed and found up to date during the manufacturing of this lot. A device history record review showed no non-conformances associated with this issue during the production of this batch.